Event description:
The customer reported an issue with their freestyle meter. Upon product investigation, it was discovered that the meter exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibited the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.